Manufacturer narrative:
Internal file number - (B)(4). Correction: device status changed from yes, returning to no, discarded. Correction: initial reporter name and phone #. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported detachment of device cannot be determined. In addition, the reported foreign body in patient appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 28 mm multi-link 8 stent delivery system was used; however, the device separated inside the anatomy. No additional information was provided.